Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of cable defect was confirmed. Olympus was unable to confirm an image issue, as no image problem was found during inspection. In addition, the following reportable malfunctions were identified during the device evaluation: cable/adapter is depressed and poor water-tightness of cable unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, water tightness is lost. Cable/adapter unit depressed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had snow in the image and the cable is in poor condition. The issue was found during a diagnostic urology procedure. There were no reports of patient harm.